Event description:
It was reported to boston scientific corporation that the patient was implanted with an unspecified boston scientific transobturator tape sling device during a procedure for her stress urinary incontinence on (B)(6) 2008. According to the complainant, soon after the procedure, the patient began experiencing symptoms including urinary infections and intense pelvic and vaginal pain, requiring medical visits. Reportedly, because the patient's pain was intolerable, she was bedridden, and she took strong doses of medication (specifics unknown) to relieve her pain. She stopped working for almost a year and a half due to her health issues, and was unable to drive. In (B)(6), the patient underwent a mesh removal procedure; however, not all of the mesh was able to be removed due to the formation of scar tissue. Following this procedure, the patient was unable to work for almost four months. She was prescribed perineal physical therapy in order to relieve her pain. Due to physical limitations, the patient is unable to perform routine activities or exercise without experiencing excessive pain. In addition, the patient experiences dyspareunia, and takes medication (unspecified) for her pain. Reportedly, the patient consulted with a physician to determine if there were risks in becoming pregnant, given her severe gynecological complications. She was advised that she may not be able to have another child due to likely complications (unspecified).

Manufacturer narrative:
(B)(6).